Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump under infused. The infusion was started but medication bag was full when patient returned but the pump displayed remaining volume was 11 ml. The total reservoir volume was 574 ml and duration of infusion was at a rate of 24 hours. The rate of infusion was 23.9 ml per hour. The volume given was 0 ml. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump under infused during use could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.